Event description:
Boston scientific received information that during a follow up visit, it was noted this atrial lead was not pacing and the amplitude was low. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.